Event description:
It was reported this electrode exhibited a high out of range shock impedance measurement and therapy was turned off. The patient recently had a spleen surgery. Technical services (ts) was consulted and discussed possible lead issue and recommended xray. Ts mentioned therapy will turn off again when shock impedance measures greater than 400 ohms so therapy cannot be guaranteed. Ts recommended possible device testing options. A week later troubleshooting was performed were noise was noted while performing pocket manipulation. Ts discussed potential for pin under insertion or pocket fracture and recommended an xray. Imaging was performed and review of lead and header images it was determined that the pin is under inserted. This electrode remains in service. No adverse patient effects were reported. Additional information was received, the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported this electrode exhibited a high out of range shock impedance measurement and therapy was turned off. The patient recently had a spleen surgery. Technical services (ts) was consulted and discussed possible lead issue and recommended xray. Ts mentioned therapy will turn off again when shock impedance measures greater than 400 ohms so therapy cannot be guaranteed. Ts recommended possible device testing options. A week later troubleshooting was performed were noise was noted while performing pocket manipulation. Ts discussed potential for pin under insertion or pocket fracture and recommended an xray. Imaging was performed and review of lead and header images it was determined that the pin is under inserted. This electrode remains in service. No adverse patient effects were reported.